Event description:
During peg tube placement, the tube separated at connection while physician was pulling it through the abdomen. The physician was able to advance the tube utilizing additional instrumentation. FDA safety report ID# (B)(4).